Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported unknown side "I had breast implants and one of them ruptured". Patient representative reported "plaintiff was implanted with the recalled allergan biocell implants. As a direct and proximate result of biocell implants, plaintiff is at an increases risk of developing bia-alcl. Had plaintiff been informed that biocell would expose them to an increased risk of bia-alcl, they would have never had the biocell implants installed. Plaintiff noticed that breast was deflated. Plaintiff sought consultation from doctor who confirmed implant had deflated. Plaintiff underwent surgery to replace recalled allergan biocell implants. Due to the condition of the implants coming apart at the seams, the surgery was extensive and the healing time was extremely painful. Plaintiff's implants were subject to the worldwide recall due to the risk of it causing bia-alcl." This record is for the left side. The device has been explanted and replaced.

Event description:
Patient reported unknown side "I had breast implants and one of them ruptured". Patient representative reported "plaintiff was implanted with the recalled allergan biocell implants. As a direct and proximate result of biocell implants, plaintiff is at an increases risk of developing bia-alcl. Had plaintiff been informed that biocell would expose them to an increased risk of bia-alcl, they would have never had the biocell implants installed. Plaintiff noticed that breast was deflated. Plaintiff sought consultation from doctor who confirmed implant had deflated. Plaintiff underwent surgery to replace recalled allergan biocell implants. Due to the condition of the implants coming apart at the seams, the surgery was extensive and the healing time was extremely painful. Plaintiff's implants were subject to the worldwide recall due to the risk of it causing bia-alcl." This record is for the left side. The device has been explanted and replaced.

Manufacturer narrative:
The reason for reoperation is / was deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported unknown side "I had breast implants and one of them ruptured". Device status is unknown.